Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. Another ar-1934bcf-2 biocomposite suturetak and the anchor also broke during insertion. A third ar-1934bcf-2 biocomposite suturetak was used to complete the case. This was discovered during an anterior talofibular ligament procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-1934bcf-2 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the device¿s bio is still attached to the shaft. A more in-depth visual evaluation found that the bio is cracked. The most likely cause for applying excessive force applied during use.